Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape and act buttons dome switch. The pump was received with no unlocked lcd connector. The pump was received with cracked case at display window corner and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons on the pump are sticking. The customer stated that when she rewound the pump, she had to press it a couple of times. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.